Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "card-string hanging out of device." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, per patient card, string hanging out of 8mm cadiere forceps. On 07/30/2019, intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the robotic coordinator was not able to provide more information. However, there was no report of patient injury.